Event description:
Customer reports to have received motor error and no delivery alarms. Customer's blood glucose was 258 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The motor passed the motor test with no motor error alarm. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot, a missing end cap sticker and a cracked display window.